Event description:
Discussed that there are no episodes and lead impedances are stable. Discussed that since rv lead is bsx, there is no ring electrode so device is automatically actually pacing and sensing rvt-rvc. Discussed there is twos pp in presenting egm and histograms are consistent with twos pp. Discussed programing options for twos pp and that changing rv sense config is not available due to bsx lead. Discussed that sic may be related to twos pp and sic are cause by twos + pvcs. No sign of a lead issue based on data. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).